Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 full establishment name: (B)(6). The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had the presence of a scope communication error code (e238) when the camera was connected resulting in no image. The issue occurred during preparation for use of an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.